Event description:
It was reported the video system center was splashed with a lot of liquid and it went into the transformer and caught fire, singeing its vents. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - liquid went into the [transformer] and caught on fire, singing its vents. - worn-out lock latch on video connector causing loss of image when wiggling the scope end connector. Does not hold scope connector properly. - blown power supply. - top cover need to be replaced due to poor appearance and spill damaged. - bottom chassis need to be replaced due to poor appearance and spill damaged. - front panel need to be replaced due to poor appearance and spill damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "spark came out from the air vent" was presumed to have been due to fluid entering the device. The suggested phenomenon of "no image" was presumed to have been due to a faulty video connector, disallowing proper electrical communication. The suggested phenomenon of "power of the device is intermittent" was presumed to have been due to a faulty power supply unit. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.